Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision with unknown mentor saline prostheses experienced deflation on one of the breast prosthesis post procedure. The side deflated is unknown at this time. As a result, the patient underwent bilateral removal and replacement with unspecified allergan breast prostheses on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: the two devices were received at mentor without fluid. White material was observed within the devices on their shell surfaces. Device a presented an area of missing material measuring approximately 1.2 cm x 1.2 cm on the anterior aspect and a few creases on both views of the product. Microscopic examination of the edges of the area of missing material gave no indications as to cause. No other anomalies were discovered. On device b was discovered a rent measuring approximately 4 cm running from the anterior aspect to the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. No other anomalies were discovered. Since the lot number was not provided by the customer, the device history record (DHR) could not be reviewed. If lot number is later provided, the DHR will be reviewed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The complaint was confirmed since a rupture was found in the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).